Event description:
The customer reported a leak inside the lh 500 hematology analyzer. The customer indicated that the volume of the leak was approximately 2 ml and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a clogged vacuum line for the rinse block. The fse flushed the lines of the rinse block to resolve the leak and repairs were verified per established procedures. Failure mode is attributed to a clogged vacuum line for the rinse block and the fse flushed the lines to resolve the leak. (B)(4).